Event description:
The pt felt stimulation in the wrong location since implant. The pt had a fall backward onto her head and didn't seek medical treatment afterward. Stimulation felt the same before and after the fall. The pt's implanting physician was 500 miles away from the pt and hadn't seen the hcp to check her device. The implantable neurostimulator was reprogrammed. A follow-up report will be submitted if add'l info becomes available.